Event description:
It was reported that patient received insulin flow blocked alarm on (B)(6) 2026 and experienced high blood glucose level which was treated with manual injection. The site of insertion was abdomen.

Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.